Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed, no anomalies were found. The distal low voltage electrode of the lead was covered in body t issue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead fell into the right ventricle following implant. A new lead was placed. No patient complications have been reported as a result of this event.